Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data provided. The ccc found the work order for carcinoembryonic antigen and ca 19-9 tests were present in their centralink data management system. Further review of the event showed that the centralink data management system functioned as intended. The samples were sorted out but the customer did not place the samples back into the analyzers. After the customer noticed this, the customer processed the samples the next day. The cause of the carcinoembryonic antigen and ca 19-9 tests being delayed was from user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer reported patient sample requests for carcinoembryonic antigen and ca 19-9 tests were not performed on their centralink data management system. There are no known reports of patient intervention or adverse health consequences due to carcinoembryonic antigen and ca 19-9 tests being delayed.